Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer's blood glucose level was 40 mg/dl and was treated with food. Customer's current blood glucose level was 51 mg/dl. Trouble shooting was performed. Customer did not report symptoms of low blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of incident. Customer stated they were having trouble with sensor and insulin pump kept on asking for blood glucose required. The insulin pump will not be returned for analysis.